Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, bad battery, weak battery, battery out limit and failed battery test alarms noted during testing. Unit had broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an off no power alarm. The customer¿s blood glucose level was 105 mg/dl. Customer states they did not receive a low battery alert prior to the off no power alert. Customer also stated that the insulin pump had a failed battery alarm and it was resolved. The insulin pump will be returned for analysis.